Event description:
The pt is reportedly experienced loss of sound. External equipment was exchanged however, the issue was not resolved. Device testing produced abnormal results. Revision surgery will be scheduled.